Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer was unable to calibrate the battery as the unit displayed a power interrupted message. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the customer was unable to calibrate the battery (B)(4) as the unit displayed a power interrupted message. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.